Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced feeling lightheaded and dizzy. It was also reported that the patient experienced muscle stimulation. The right ventricular (rv) lead exhibited pacing failure, increased thresholds, and oversensing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.